Event description:
It was reported there was a fibrillation sense after the ventricular contraction on the ventricular lead. Programming suggestions were discussed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.